Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, consistent with a failure to infuse and involving the motor component; the user attempted multiple restarts but the alert persisted and a dry run could not be performed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.